Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the handpiece heated up and became very hot during an oral surgery. There was no pt or user injury or any other pt complications, and the case was completed successfully.

Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.